Manufacturer narrative:
Inspected 1 opened/used sensor and found cannula bent and stuck to adhesive tape. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Also found insertion needle bent inside hub assembly.

Event description:
The customer's mother reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 383 mg/dl and the sensor glucose was 47 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer also reported blood glucose level of 250 mg/dl. Customer mentioned that there was blood at site as well. Customer's mother reported that they received calibration not accepted and change sensor alert. The sensor will be returned for analysis.